Manufacturer narrative:
Insulin pump received with cracked battery tube threads. Unit passed the displacement test, idle current test, run current test, self test and off no power test. Unit received with normal operating currents. No unexpected low battery alarm noted. All buttons functioning properly. No damage in the keypad assembly noted. The keypad connector lcd locked properly during visual inspection. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer stated that the up and down arrows on her keypad were difficult to press. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.